Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s t:slim x2 with control-iq user guide: "do not expose your pump to x-ray screening used for carry-on and checked luggage. Newer full body scanners used in airport security screening are also a form of x-ray and your pump should not be exposed to them. Notify the security agent that your pump cannot be exposed to x-ray machines and request an alternate means of screening."

Event description:
It was reported that a malfunction alarm occurred. Reportedly, the customer went through the x-ray machine at the airport with the pump on. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. Customer¿s blood glucose level was 132 mg/dl.